Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose was 11.1 mmol/l. The customer advised that the display is only showing a small portion of the screen. The customer advised that they can't see insulin amounts so has reverted to a backup plan. The customer was advised that we would send replacement on a same day.

Manufacturer narrative:
The insulin pump had cracked and bleeding display glass. The functional testing could not be completed due to the damage to the display glass. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.